Manufacturer narrative:
Product ID: 8731 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the cause of the event was a fractured catheter. This was observed during surgery on (B)(6) 2013. The patient recovered without sequelae. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found. Final analysis of the returned catheter segments revealed catheter body hole or tear caused by catheter connector pin.

Event description:
It was reported that the patient experienced arachnoiditis - catheter leak. The pump and catheter were explanted. It was later reported that the patient was having a loss of pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.